Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident generator was returned and evaluated. The reported condition of continuous activation was confirmed. The investigation found the root cause to be a faulty footswitch board. The footswitch board was replaced, the generator was tested, and the unit was found to function normally. No trend has been identified for this issue.

Event description:
The customer reported that once the generator was activated by the bipolar footswitch, the unit remained activated whether or not the footswitch was being pressed. The activation stopped when the machine was switched off. There was no pt involved.